Manufacturer narrative:
The device was returned to zoll medical canada's service department and the reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's display was distorted and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.